Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed in (B)(6) 2016. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), mood swings ("mood swings"), migraine ("migraines"), heavy menstrual bleeding ("excessive bleeding during menstruation") and vaginal haemorrhage ("spotting"). The patient was treated with surgery. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, heavy menstrual bleeding, migraine, mood swings and vaginal haemorrhage to be related to essure administration. Quality-safety evaluation of ptc: for essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The following amendment was made: nullification: upon internal review case (B)(4) and (B)(4) were detected to be duplicates of each other hence case no. (B)(4) will be deleted from bayer safety database. All information was transferred to remaining case (B)(4). Upon review the event abdominal pain remained a serious incident. No new follow-up information was received from the reporter. This spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, amongst non serious events. Plaintiff underwent removal of the devices two years after essure insertion. Abdominal pain is anticipated in the reference safety information for essure. Given the plausible temporal relationship and the lack of alternative explanation, the event was considered related to essure. This case was regarded as incident as a surgical intervention was performed. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc was received on 09-dec-2016: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable.. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, amongst non serious events. Plaintiff underwent removal of the devices two years after essure insertion. Abdominal pain is anticipated in the reference safety information for essure. Given the plausible temporal relationship and the lack of alternative explanation, the event was considered related to essure. This case was regarded as incident as a surgical intervention was performed. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 18-nov-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014 for permanent contraception. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe abdominal pain, mood swings, migraines, excessive bleeding during menstruation, and spotting. In or about (B)(6) 2016, she saw her physician and underwent removal of the device. Follow up information was received on 09-dec-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, amongst non serious events. Plaintiff underwent removal of the devices two years after essure insertion. Abdominal pain is anticipated in the reference safety information for essure. Given the plausible temporal relationship and the lack of alternative explanation, the event was considered related to essure. This case was regarded as incident as a surgical intervention was performed. A product technical analysis is expected. Further information will be obtained through the litigation process.